Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of false air in line alarms was reproduced and confirmed through eval. Eval experienced constant air in line alarms due to a failed upstream sensor. The upstream sensor and pusher were replaced.

Event description:
It was reported that a spectrum pump was having false air in line alarms. It was also reported that there was no pt involvement.